Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the load process. The alarm did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact. Given the issue with consecutive cartridge alarms, technical support confirmed the cartridge alarm 30 and decided to replace the pump. The customer was instructed to continue using the current pump until the replacement arrived and was provided with steps for returning the problematic pump. The caller acknowledged all instructions and actions taken by technical support, including putting the pump into storage mode and returning it using the provided box and label.